Event description:
A home pt contacted baxter's technical service center. Per initial report, the home pt stated that during therapy the drain line extensions were reused for a period of two weeks. Baxter's technical service center assisted the home pt. No pt injury or medical intervention was indicated at the time of the initial report.